Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; unknown knee femur component; tc3 rp tibial insert s4,15.0 tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
It was reported that patient has an infected right knee. Patient previously had a revision right total knee on (B)(6) 18 implanting a tc3 implants. Today we just exchanged the poly insert and washed out knee. We also increased the thickness from a size 4 15mm to a size 4 20mm poly. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.